Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no: 328291, batch no: 0090638. Verbatim: consumer reported found 3 syringe from this box when removed shield, needle hub removed with it. Consumer reported these same 3 syringes hard time to remove needle shields. Consumer reported one of the syringes when she removed the shield it was so hard to stuck her finger. She is fine no medical attention needed.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2020-12-03. H6: investigation summary: customer returned two (2) loose 0.3ml bd insulin syringes. Consumer reported hard time to remove needle shields. Both returned syringes were examined, and it was observed that both exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. Consumer reported found 3 syringe from this box when removed shield, needle hub removed with it. The reported needle stick issue could not be confirmed as the sample that caused the alleged needle stick was not returned. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pull. Bd was able to confirm the customer¿s indicated failure for needle hub/shield assembly separation. Bd was not able to duplicate or confirm the customer¿s indicated needle stick issue could not be confirmed as the sample that caused the alleged needle stick was not returned. Root cause could not be determined CAPA (B)(4) has been opened to address this issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no: 328291, batch no: 0090638. Verbatim: consumer reported found 3 syringe from this box when removed shield, needle hub removed with it. Consumer reported these same 3 syringes hard time to remove needle shields. Consumer reported one of the syringes when she removed the shield it was so hard to stuck her finger. She is fine no medical attention needed.